Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with all buttons functioning properly, no damage on the keypad assembly and no moisture damage found inside the pump. The insulin pump has minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that insulin pump was exposed to moisture. It was reported that there is water in the screen of the pump. Customer's blood glucose reading was 125 mg/dl. Nothing further reported.